Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Additionally, there was a right ventricular lead integrity alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was also noted that beginning (B)(6) 2015, there were 320 ventricular sensing integrity counts (sic); high rate-ns (non-sustained) episodes with evidence of lead noise oversensing. During the week ending on (B)(6) 2015, the rv pacing impedance spiked to 2090 ohms up from a trend in the 400-600 ohm range. The rv capture threshold has risen from 1.0 volt, (B)(6) 2015, to 2.125volts, (B)(6) 2015. Also, the rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. Concomitant product: product ID: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, t-wave oversensing, noise, and thresholds that have gradually increased and have been inconsistent since device replacement. Lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo and that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.